Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary device not available. Pd-cannula assembly- (twist, bent, kinked): the root cause of the cannula kink cannot be determined since the complaint device not returned for analysis. Device history review the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that this was the second pump used. The device was inserted without complication and was operating in the left ventricle. The physician noted that the cannula appeared kinked on itself. It was not positioned in the apex and did not appear to be caught on any structure. The physician stated that the device seemed to be in good position and that there was no resistance during insertion. The pump was subsequently removed. Of note, the patient was also on veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient was reported to have survived the procedure.